Event description:
On (B)(6) 2012, pt reported the infusion set leaked insulin where the tubing connects to the adhesive. He discovered the leak when there was wetness around his infusion site and the adhesive. Pt rotates his infusion sites regularly and changes the infusion needle every 2 days, and he does not believe the leak was due to poor absorption. The alleged infusion set was discarded and will not be returned for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.